Manufacturer narrative:
The pump was received with a cracked select button and pillowing on the keypad overlay. The pump passed the self test and displacement test. All buttons functioned properly. No damage to the keypad assembly was noted, and the keypad connector was locked properly during visual inspection.

Manufacturer narrative:
Device was received with a cracked select button and pillowing on the keypad overlay. Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were hard to press. Customer¿s blood glucose was 12.7 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.